Event description:
It was reported that over the weekend the operator shield shattered and was found that way when the staff arrived. No injury reported. A field engineer was dispatched to the site and a replacement shield was installed.